Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room (ER) due to receiving a shock. Review of device data found the device was programmed to secondary and there were observations of a lot of noise. Technical services recommended to program therapy off. Noise was noted even as the patient was sitting in the ER. System impedances measured 60 ohms. Technical services suspects the issue is with the sense b electrode and recommended to consider getting an x-ray. Additional information was received in which they believe the lead is fractured. The patient was discharged due to improved ejection fraction and potential removal of entire system will be at a later date. At this time, the system remains in service. No additional adverse patient effects were reported.